Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that the subject device distal tip was came off when removing it from the brain, and the subject device distal tip moved down to the aorta. There were no reported clinical consequences to the patient. No other information provided.